Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 6 months post implant of perfix plug, patient was diagnosed with infection, abscess, inflammation, scar tissue and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list inflammation as a possible complication. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant name), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1) and bard flat mesh (device #2). Per operative notes, ¿the entire indirect inguinal hernia sac was dissected and reduced back in the abdominal cavity. An extra-large marlex plug (device #1) was placed into the internal ring and sutured. The direct inguinal hernia sac imbricated back into the abdominal cavity and a bard flat mesh (device #2) was then cut and sewn to the pubic tubercle, ilioinguinal ligament, conjoint tendon and around the spermatic cord using sutures.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain and abscess and was prescribed with antibiotics. (B)(6) 2015 - patient was diagnosed with right groin wound infection thereby underwent open repair with the explant of bard flat mesh (device #2). Per operative notes, ¿the bard flat mesh (device #2) was found to be somewhat coming off of the inguinal floor, the sutures were circumferentially excised to remove the entire mesh.¿ (there was no visualization of perfix plug (device #1)). Attorney alleges that the patient had infection, mesh migration and pain. It is also alleged that the patient had open wound, mesh patch was found to be somewhat coming off of the inguinal floor.